Event description:
Baxter germany received a report that an intermate leaked after filling. The device was stored in an overpouch containing 24 filled intermates, but the specific device which leaked could not be identified. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one overpouch containing 24 samples for evaluation. The reported condition of a leak was not confirmed. Visual examination of the samples showed no signs of physical abnormality. A leak test showed no signs of leakage on any part of the devices. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as these are single-use devices which will be discarded. No other observations were noted on the units. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.